Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed a full belt test. The cause for the failure was isolated to a short inside the insulation of the cable that connects ECG "a" to the front therapy electrode. The root cause for the short could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrode pads were non-functional.